Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's flow sensor assembly was found to be contaminated with dust and dirt. The ventilator's flow sensor assembly was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator was alarming. The device was not in pt use.